Event description:
Manipulation under anesthetic - as a consequence of, knee gave way whist performing squats in the pool, causing significant pain. No specific component of the total knee system was assessed as to be the main complained device.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, all documents provided as of this date have been reviewed and considered. No relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should additional information be provided, the clinical/medical investigation can be re-evaluated at that time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches/failure mode. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.